Event description:
While the customer was using a g130, they allege that the handpiece and inserts are getting hot. No injury was reported from the alleged event.

Manufacturer narrative:
Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
Could not duplicate customer's issue. Noticed no alarming levels of heat with handpiece. Handpiece got warm within normal levels. Advise customer to inspect insert(s) used for function and damage; water pressure to unit is at recommended 40 psi; water flow knob is turned to allow adequate water flow when scaling.